Event description:
Reporter indicated that during vns re-implantation surgery, the connection between handheld device and serial cord adaptor was loose. The new implanted generator had to be interrogated several times before interrogation successfully completed. Company representative's programming system was used on the patient's new generator and it successfully interrogated the generator. The handheld, serial cord, and power cord were received by the manufacturer where they are undergoing product analysis.